Manufacturer narrative:
(B)(4). Insulin pump received with stuck motor error alarm loop during bolus delivery due to encoder signal out of phase. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Pump passed displacement test, rewind test, basic occlusion test, prime, compromised force sensor test.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer reported that the drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.